Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. Visual analysis of the retuned device cartridge assembly revealed that the cartridge shield on the proximal end of the cartridge assembly, opposite the cartridge connecter chip was detached from the proximal end of the cartridge assembly. Further analysis also revealed that the proximal end of the cartridge assembly where the cartridge shield attaches to the cartridge assembly was found to be damaged at the proximal end of the device cartridge assembly. Functionally the cartridge could not be loaded due to the noted damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The observed condition of the dislodged cartridge shield and the damaged observed at the proximal end of the cartridge assembly is consistent with evidence of inadequate/unsuccessful loading attempts. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the device had a loading problem, the cartridge was not able to load the unit. They used an additional device to complete the case and resolve the issue.